Manufacturer narrative:
The sample was investigated and the tsh and ft4 and ft3 values which generated at customer site were confirmed at roche diagnostics. The investigation identified an interference to the streptavidin component of the reagent. This interference is covered in product labeling: "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design." No product problem could be found.

Manufacturer narrative:
This event occurred in (B)(6). The e801 module serial number was (B)(4). The customer treated one sample from the patient with (B)(6) and performed polyethylene glycol (peg) precipitation testing and the roche results were different than the results from the other methods.

Event description:
The initial reporter questioned thyroid results for 2 samples from 1 patient tested on a cobas e 801 module compared to the ortho-vitrios and abbott architect methods. The customer suspects an interference affecting the roche results as the results for elecsys tsh (tsh), elecsys ft4 iii (ft4 iii) and elecsys ft3 iii (ft3 iii) do not fit the clinical picture for the patient. Based on the data provided, discrepant results were generated for tsh and ft4 iii between the e801 module and the ortho-vitrios and abbott architect methods. This medwatch will cover ft3 iii. Refer to medwatch with patient identifier (B)(6) for information on the ft4 iii results, and medwatch with patient identifier (B)(6) for information on the tsh results. The roche results were reported outside of the laboratory. There was no allegation that an adverse event occurred.